Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08536 . It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a rf3000 radiofrequency generator and a 3.5/15/15 leveen standard electrode. It was noted that only the area around the needle was being burned. The physician increased power to 180w for 15 minutes; however roll-off was not achieved. The needle was moved and ablation was continued, but it was still not successful. The physician completed the procedure with another of the same leveen standard electrode and the same pads. There were no patient complications reported and the patient status is stable.